Manufacturer narrative:
A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. The complaint of an subcutaneous leak is confirmed and will be reported as user related gross and microscopic examinations and functional testing shows a leak in the catheter. The leak is found on the white luer lumen side of the catheter. The burst site is located 1 inch distal to the surecuff. The characteristics of the catheter damage are consistent with a burst secondary to over-pressurization. Over-pressurization can result from lumen restrictions caused by kinks/twists in the tubing, thrombosis or the use of a small bore syringe. Residual material was confirmed distal to the burst site on the white luer lumen side of the catheter. The product instructions for use (IFU) instructs the user not to use a syringe smaller than 10cc. The IFU also recommends that infusion pressures should not exceed 25 psi.

Event description:
A 7fr tunneled dual lumen hickman catheter was inserted on (B)(6) 2014 for tpn. Removed on (B)(6) 2014 because pt c/o hearing pop after white port of catheter was flushed. After removal, fluid was flushed through catheter which squirted out of holes in catheter.